Event description:
On (B)(6) 2015 - reported deep vein thrombosis.

Manufacturer narrative:
A lot history review (lhr) of reyg0688 showed no other similar product complaints from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.